Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer received a cartridge alarm. Customer's blood glucose value was 279-280 mg/dl. Customer refused troubleshooting and reverted to a backup pump for insulin therapy.